Event description:
Patient arrived at clinic on (B)(6) 2023 with noted exposed wires to driveline between exit site and modular cable due to tears in outer casing. Rescue tape applied. Multiple bends noted in modular cable. Modular cable replaced.